Event description:
The first surgery was successfully performed, but the patient felt discomfort and noise when walking. A second surgery was performed successfully to replace cup, insert and head.

Manufacturer narrative:
Visual inspection and material analysis of the returned device revealed an indentation on the articulating surface of the universal head. The material analysis report concluded eds was performed on the universal head and the femoral head base materials, and they were both consistent with drawing requirements. Eds was also performed on the scratch on the universal head, and was consistent with biological debris. No material or manufacturing defects were observed on the surfaces examined. A medical review was performed and concluded that this event is not device-related and likely caused by an adverse mix of patient-related and procedure-related factors that cannot be further detailed due to lack of specific information. Cup malposition in low inclination and low anteversion has quite likely contributed to the patient¿s pain problem leading to revision surgery. The observed scratches on the surface of the universal head quite evidently have caused the noise generation in the arthroplasty although the underlying cause for the scratches cannot be determined due to lack of information. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there has been no similar events for the reported lot.

Event description:
The first surgery was successfully performed, but the patient felt discomfort and noise when walking. A second surgery was performed successfully to replace cup, insert and head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.